Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. -one unpackaged ar-9597-10 was received for investigation. -visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer of the angled reamer sleeve, 10°. -functional testing was not performed with the mating part ar-9676, due to the ar-9597-10 and ar-9676 were received together and unable to be separated. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9597-10 sleeve got stuck in the ar-9676 shaft. This occurred during a case involvement; the patient was not affected.